Event description:
It was reported that the reading of an smiths medical pump was high pressure when attaching new cassette. Had patient mix new cassette while on the phone from e-kit (emergency kit) and attached to the pump. Pump infusing successfully without issue now. No interruptions in therapy. Fault did not occur while in use. Outcome is resolved.